Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during attempted implant of the left ventricular (lv) lead, the lead had high impedance when tested in several positions. Therefore, the lv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.